Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of stem fracture.

Manufacturer narrative:
Conclusion and justification status: the complaint states at (B)(6) hospital on (B)(6) 2016 the patient presented with a fractured stem. Revision of a left total hip replacement performed on (B)(6) 2016 at (B)(6). Patient did not experience any trauma / anything unusual that may have caused the stem to fracture. The stem, sleeve and head were removed and replaced, the acetabular components remained in situ. An srom stem size 14x9 was implanted into a patient on (B)(6) 2012. A complaint database search and review of manufacturing records did not identify any anomalies. Without return of the product or further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.